Event description:
It was reported that the device was used during a laparoscopic colon procedure, the reducer cap 1seal could not be fixed on the sleeve. Took another sleeve, the 1seal functioned correctly. There were no adverse consequences to the pt.